Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a (B)(6) male patient of unknown age. Medical history and family drug reaction were not provided, and concomitant medication was none. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; cartridge) via humapen ergo reusable device, 24 each morning and 16 each evening (dose units not provided), for treatment of diabetes mellitus beginning on (B)(6) 2004. On an unknown date in (B)(6) 2014, nine years and 11 months since starting human insulin isophane suspension 70%/ human insulin 30%, the patient was hospitalized for unstable blood glucose. Fasting blood glucose was reported as 8.7 (units and reference range not provided). The hospitalization lasted for one week. The patient also had trouble with the humapen ergo device that was hard to press, no adverse events were reported as a result of the device problem. No additional information was provided and no treatment measures were indicated. The outcome of the event was unknown. Human insulin isophane suspension 70%/ human insulin 30% was continued. The patient was the user of the suspect hp ergo device, training status was unknown. The general and suspect device duration of use was not provided, and the use and return status was unknown. The consumer reporter did not provide an opinion of relatedness. Update (B)(6) 2014: upon review of this case on (B)(6) 2014, the case was opened to update medwatch and (B)(4) fields for regulatory reporting.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported that the injection button on his humapen ergo ii device "could not be pushed down and insulin could not be injected out." He experienced unstable blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of manufacturing line, thus ensuring dose accuracy. Improper use and storage - there is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event, concerns a (B)(6) male patient of unknown age. Medical history and family drug reaction were not provided, and concomitant medication was none. The patient received human insulin isophane suspension 70%/ human insulin 30% (humulin 70/30; cartridge) via humapen ergo reusable device, 24 each morning and 16 each evening (dose units not provided), for treatment of diabetes mellitus beginning on (B)(6) 2004. On an unknown date in (B)(6) 2014, nine years and 11 months since starting human insulin isophane suspension 70%/ human insulin 30%, the patient was hospitalized for unstable blood glucose. Fasting blood glucose was reported as 8.7 (units and reference range not provided). The hospitalization lasted for one week. The patient also had trouble with the humapen ergo device that was hard to press, no adverse events were reported as a result of the device problem. No additional information was provided and no treatment measures were indicated. The outcome of the event was unknown. Human insulin isophane suspension 70%/ human insulin 30% was continued. The patient was the user of the suspect hp ergo device, training status was unknown. The general and suspect device duration of use was not provided, and the use status was unknown. The device was not returned. The consumer reporter did not provide an opinion of relatedness. Update 05dec2014: upon review of this case on 05dec2014, the case was opened to update medwatch and EU/ca fields for regulatory reporting. Update 15dec2014: additional information was received on 11dec2014 which included product complaint number (B)(4). No changes made to the case. Update 05jan2015: additional information received on 05jan2015 from the global product complaint database added the device specific safety summary; added that the device was not returned; updated the medwatch and EU/ca fields; and updated the narrative.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.